Event description:
Report received from united states indicating that the device "doesn't work". It is known the device was used in surgery and that no injury was reported. It is not known if medical intervention or a delay occurred during the surgical procedure. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).